Event description:
It was reported that during use the insulin is not delivered with an unspecified bd pen needle ultra fine 4mmx32g. The following information was provided by the initial reporter: I inject insulin 4 times daily. Usually there was no problems with the tips. Lately it has been terrible. There were times I used 4 tips to get one that works. I no longer stick myself until I check the tip for flow. I would check you quality control. The tips zrebd nano ultra-fine. 4mmx32g.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for needle clog.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the insulin is not delivered with an unspecified bd pen needle ultra fine 4mmx32g. The following information was provided by the initial reporter: I inject insulin 4 times daily. Usually there was no problems with the tips. Lately it has been terrible. There were times I used 4 tips to get one that works. I no longer stick myself until I check the tip for flow. I would check you quality control. The tips zrebd nano ultra-fine. 4mmx32g.